Event description:
It was reported that, during a cori tka procedure, after checking the drill cable chord was plugged in and the light was blinking intermittently, they unplugged and the screen went black. It then came back on with and "internal error" on the case information screen. They pressed resume operation and it let them back to the planning screen. They moved forward to the cutting phase and were able to move through and complete the case with cori with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
G3, h2, h3, and h6: the cori console p/n rob10024 (B)(6) intended for use in treatment was returned. Nothing was identified visually or functionally that contributed to the reported problem. A kpc test was performed and the test passed. A case was run and there were no ¿robotic drill disconnect error¿ or "internal error" present during testing. The console functioned as expected without any connection issues. The screenshots were able to be viewed, and confirmed the ¿robotic drill cable disconnected¿ error that likely contributed to the subsequent ¿internal error.¿ the log files (naviosystem and xsession logs) required to confirm the internal error were not able to be viewed, and therefore could not be confirmed. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem could not be confirmed, the most likely cause of the internal error is a known software bug that has been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation. D10: add concomitants h6: update codes d8 and d9: device returned.